Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following implant, the right ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient was stable after the procedure.